Event description:
The manufacturer received information alleging a ventilator inoperable alarm occurred and the device failed to operate. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. The main system pca was replaced as a preventive measure. The device passed all tests.